Manufacturer narrative:
(B)(4). This is a report where the patient disconnected from the set without using proper disconnect procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line leaked from the end when the patient disconnected themselves while asleep during dwell one of four of peritoneal dialysis therapy. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.